Event description:
It has been reported to us that during the procedure, the tip of the diagnostic catheter separated from the shaft. The physician inserted the diagnostic catheter over the guide wire into the pt. At some point during the procedure, the physician noticed that the distal tip of the diagnostic catheter was flopping in the aorta and had became separated from the shaft. The physician pulled back quickly on the devices and was able to successfully remove them from the pt. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.